Event description:
Pre-procedure imaging did not note any calcification in the aorta, but the aortic neck did look irregular on the CT scan. After the three pieces of the zenith endovascular graft were placed, the final angiogram noted a proximal type I endoleak. The physician ballooned the proximal seal zone with a coda balloon, within the graft material. After ballooning the pt's blood pressure dropped and an aortic rupture was noted. The procedure was converted to an open surgical repair. The pt expired shortly after the procedure.